Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they need to download to care-link. The customer stated that they went to camping and the insulin pump was showing 110 mg/dl. The customer checked blood glucose and it was 37 mg/dl. The customer declined to troubleshoot for low blood glucose. Customer treated with butterfingers and eventually their sugars went to normal. The insulin pump will not be returned for analysis.